Event description:
It was reported that a left ventricular (lv) lead impedance out of range (oor) alert occurred post device change-out. Device interrogation to clear the alert occurred and the tested ok with no problems found. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0185, competitor implantable pacing lead, (B)(6) 2005. (B)(4).